Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient was found unconscious, diaphoretic, and shaking by their spouse. The cgm reading at the time of the event is unknown. Emergency medical services were contacted, and the patient was transported to the hospital for evaluation and treatment. The patient was unable to confirm the specific type of treatment received during the hospital visit. At an unspecified point during the event (likely post-treatment) a fingerstick blood glucose test was performed. At that time, the cgm reading was 297 mg/dl, while the blood glucose reading was 161 mg/dl. No additional clinical details were provided. The patient was discharged from the hospital at approximately 7:00 pm the same day. There was no documentation of further medical evaluation or intervention following discharge. At the time of this report, the patient is stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient was unconscious. The reported glucose values fall within the b zone of the parkes error grid at unspecified point during the event. No additional patient or event information is available.